Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery test alarm or weak battery alarm noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised to clean the battery cap with cotton swab and isopropyl alcohol. The customer was advised to allow at least one minute for the alcohol to try. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer received failed battery test. The customer noticed the battery doesn't come right on. The customer was advised that the device needs to be replaced and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose was unknown mg/dl. The customer was advised that weak battery will occurred prior to a failed battery test or low battery alert.